Manufacturer narrative:
Patient identifier: requested, not provided date of birth: requested, not provided ethnicity: requested, not provided race: requested, not provided UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted explanted date: device was not explanted health professional: unknown occupation: unknown as no actual sample was available, the following investigation was performed. 1 record review: 1.1 review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot# confirmed that there was not any anomaly in them. 1.2 the trend of the tensile strength at the distal end of catheter in the shipping inspection was confirmed. No anomaly was found in the involved lot compared to surrounding lots. 1.3 a search of the complaint file found no other similar report of the product with the involved product code/lot# from other facilities. 2 cause of occurrence/conclusion as a possible cause of this case, following factor was inferred. However, since the actual sample was not returned, the cause of occurrence could not be clarified. 2.1 when the actual product was inserted into the lesion, the distal end was trapped by some factor (e.g. Calcified lesion). 2.2 in the state of "1", a tensile load was applied to the actual product, and the distal end fractured and unraveled. Relevent IFU reference: "warnings and precautions /warnings: carefully handle the product under high resolution fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that when the finecross microcatheter enters the blood vessels in the body and passes through the lesion, the tip of the microcatheter becomes detached and cannot be used. After withdrawal, the surgery is successfully completed by replacing the microcatheter with a new one. When the tip of actual product was passed through a lesion, it become detached. The form of lesion is calcified lesion. The tip that detached was about 7cm. No detached tip in patient body. It is means that it refers to although the tip was disintegrated and unraveled, but there was no broken fragment in patient, so no further medical intervention. The procedure was completed successfully. The patient was not harmed.